Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead coil separated under the pressure of insertion and the lead possibly fractured. It was noted that the patient's anatomy was not conducive; there was a 90 degree turn so the physician pushing was necessary. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.